Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. The root cause of a broken distal grip cable was attributed to a component failure. A review of the device logs for the mega suturecut needle driver (part# 471309-15 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on 04/04/2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No photo or video was provided by the site for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted incisional hernia, the instrument broke during use. It was noted that there was a broken cable. On april 12, 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. It was noted that a fragment fell into the patient and was retrieved during the same procedure. It was not noted where on the instrument that the fragment had separated. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The issue causes a procedure delay of less than 15 minutes. On april 19, 2022, the following additional information was obtained: the fragment was retrieved with another instrument. The surgeon believed the instrument resulted in the fragment falling inside the patient. It was unknown how long the instrument was used before the issue occurred. The instrument was inspected prior to use and no issue was seen. It was noted that suturing was being performed when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material and it was not removed during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and instrument wrist straightened out. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a fragment.